Event description:
Legal claim and medical record received. Medical records note that the patient suffered from pain, a grossly loose acetabular cup, and fluid in the hip joint and a large amount of soiling of tissue with a black, gritty material. ***update: (B)(6) 2012 - the sales rep has also reported the revision surgery. Patient was revised to address acetabular cup loosening.

Event description:
Legal claim and medical record received. Medical records note that the patient suffered from pain, a grossly loose acetabular cup, and fluid in the hip joint and a large amount of soiling of tissue with a black, gritty material.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, limited range of motion, difficulty walking and performing daily activities and elevated chromium and cobalt levels after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.